Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's implant seems to be turned off as of a few weeks prior to date notified. It was stated that the patient programmer (pp) shows off next to it, and they are not sure how it turned off. This has happened once before to the patient so they went to the office of the healthcare professional (hcp) who told them the programming had been erased, so it was reprogrammed. Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.